Event description:
This is a report received by baxter product surveillance from a nurse from (B)(6) of peritonitis (unspecified) in an unknown patient. The report was received from (B)(6) hospital, (B)(6). The nurse reported that when a patient had connected to the homechoice pro machine for the evening's peritoneal dialysis therapy, an unrelated error message occurred in the display prompting the patient "change tubes and bags." The patient removed the equipment and restarted the therapy. There was no report of a patient injury or need for medical intervention. During the conversation, the nurse reported the patient had peritonitis and was hospitalized on (B)(6) 2012. No further details were provided. Per the nurse, the peritonitis is not suspected to be related to the alarm occurrence. No further information was provided. No additional information is expected to be available from the customer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be reported as this is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received by baxter (B)(4) as follows. The patient from (B)(6), ((B)(6)), is on an apd (automated peritoneal dialysis) regimen (dose, frequencies and lots not reported). The peritoneal dialysis (pd) solutions are unknown. The bacterial peritonitis occurred on (B)(6) 2012. Antibiotics, unknown brand, (dose, frequency and lot not reported) were administered initially intraperitoneally (ip), then as an intravenous (IV) administration. The peritonitis reoccurred after the first treatment of antibiotics was completed. Per the reporter, as of (B)(6) 2012, the patient is still on antibiotic treatment. At an unknown date, but in causality with these events, it was reported , the patient suffered from pneumonia and the applicable antibiotic treatment resulted in diarrhea. The reporter's opinion is that the peritonitis could be caused by touch contamination and also the event of diarrhea. It is also suspected by the reporter that the peritonitis may be caused by leakage from the inside of the intestines, because of the "recidive" (recurrence) of the infection after ending the initial antibiotic treatment. The reporter does not suspect the peritonitis to be related to any of the baxter devices or solutions used. The reporter declined to provide further information after this follow up.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.